Event description:
The reason for the motor stall was not known. The patient had experienced some withdrawal symptoms including nausea and sweating. The patient was given oral medications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an alarm heard and confirmed for motor stall. It was stated the stall was not recovered. It was reported the patient heard the pump alarming on 2 days ago, and reported withdrawal the day after. It was stated the patient went in to see the health care provider (hcp) the day of report. It was noted the pump logs were checked and showed the pump stalled 3 days ago at 14:22, recovered at 16:11 and stalled again at 20:33. It was stated the patient had been through metal detectors at a court house on 2014-03-10. It was stated the hcp refilled the pump the day of report. It was stated the pump was turned off. The pump was used to deliver clonidine, bupivacaine, droperidol, baclofen and demerol. Patient outcome was not provided.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Additional information later reported the patient cancelled the replacement on (B)(6) 2014 due to financial concerns.

Event description:
It was later reported that the physician was going to replace the patient's pump 3 weeks following this report.